Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. In addition, the customer received a cartridge alarm 19 during basal delivery. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue as customer had not tested. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.